Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and the patient's ipg was not working as well as it used to. It was also reported that the stimulation was no longer covering the pain. The patient underwent an ipg replacement procedure and was very happy postoperatively. The explanted ipg was discarded by the medical facility.